Event description:
A customer reported encountering an error, specifically cgm error 42, with their g7 sensor. There was no adverse impact on the customer's blood glucose level. Technical support provided guidance to the customer on performing a pump reset. After completing the reset, the error did not reappear, and the customer was able to successfully start their sensor session.